Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed an up and down movement in the lock, the lock was ratcheting in the unlocked position, and the index knob was also cracked. To resolve the issue, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced along with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is rough handling and routine use/wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a case (aneurysm), the mayfield composite series skull clamp (a3059), was not locking properly and resulted in slippage. There was surgical delay of approximately 15 minutes. There was no patient injury.